Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the main printed circuit board was out of specification electrically. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was a loaner return and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that the device powered up normally. The device was run on the automated test console, failed ventricle pulse noise. A capacitor was replaced. The device was run on the automated test console again, failed ventricle pulse noise. Analysis of the ventricle pulse signal showed no evidence of excessive noise. Conclusion: the reported event seen during service and repair of the device could not be confirmed.